Event description:
On 15 aug 2007, the sales representative reported that during a thoracolumbar case, the scrub tech noticed that after removing the speedlink from the surgical tray, there was black material. The scrub tech put the device aside and used another crosslink for the case. On 03 oct 2007, the complaint investigator concluded that the malfunction was consistent with prior use. There was no patient impact. The device was not used.

Manufacturer narrative:
A review of the device history record found no related discrepancies. Visual inspection of the returned device indicates dried debris, dents, and wear marks consistent with attempted prior use. The most likely cause of the event is the implant was placed back into the consignment kit in error, and then forwarded for sterilization and used in a subsequent surgery. The surgical technician performed a visual inspection and removed the implant from service. A review of product labeling states that implants should not be reused or re-implanted under any circumstances. Monitoring of events of this type indicates the internal and external processes of kit inspection are sufficient to prevent use of the device.